Event description:
It was reported that pump display had pixelation in bottom right corner that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump within warranty, confirmed shipping details, provided instructions for storage mode, return of problematic pump within specified time frame, and setup of pump settings and continuous glucose monitor on replacement pump.